Event description:
The patient reported that she has been experiencing elevated blood glucose readings between 300-500 mg/dl for the last 6 months. She stated she hears an audible noise coming from her insulin infusion device when it is delivering insulin. She said her symptoms are headaches and severe leg cramps. The patient stated she has had extensive tests done to try to determine the cause with no success. She said her doctor has put her on injection therapy and her blood glucose levels have stabilized. The product was replaced and requested to be returned for evaluation.